Manufacturer narrative:
The technician replaced the brake linkage to resolve the issue.

Event description:
Technician alleged that the stretcher brakes would not hold all the time. No injury reported.